Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 800 mg/dl. Reportedly, the pump's control iq feature did not appropriately respond to bg levels. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin. Reportedly, the customer was released on (B)(6) 2021 to a rehab facility, and ultimately released on (B)(6) 2021 with the issue resolved and no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.